Manufacturer narrative:
The device ro14040 has been inspected for investigation purposes. The tests performed confirmed that the trolley side panels needed to be changed. The defective parts were replaced for repair purposes.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the casing was non-functional. There was no patient involvement reported.